Manufacturer narrative:
Visual assessment of the device showed significant cracking of the adapter body. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. The inner blade showed abrasion at the distal tip and proximal end near the slough chamber. The outer blade showed slight abrasion at the distal tip. Device appears to have received an excessive side loading during use which caused the cracking allowing a mis-alignment with the inner causing the reported shedding. Per the devices IFU ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. After the evaluation, the root cause for the reported issue was determined to be user error.

Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies. (B)(4).

Event description:
During an arcr procedure, it was reported that metal shedding of the blade occurred. Metal flakes were retrieved with a hand instrument and some tissues were removed with an rf probe; however, the surgeon was not sure if all flakes were removed. The facility staff reported that the blade generated a sound that was like the inner and the outer blade grinded each other when the shedding occurred. There was a fifteen minutes procedural delay. There was no reported patient injury or complication. The incident occurred near the end of the procedure; therefore, no back-up device was used.